Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Intestinal flow reconstruction. Patient with previous colostomy. Megacolon. Removed sigmoid, low anastomosis. Duhamel procedure technique. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) fired. He has a big experience with this device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? He didn´t remember. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes and were completed. Were the donuts inspected? If so, please describe. Yes, with completed formation. Was a complete transection of the white breakaway washer visually confirmed? Surgeon doesn't make this procedure. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Until rectal touch after surgery the staple line was ok. Was a leak test performed? If so, what specific type and what was the result? Surgeon doesn't make this procedure. Was the staple line visualized endoscopically? No. Open surgery. Direct visualization. How was the leak identified? Reactive abdominal distention. Fecal drainage secretion. What was observed at the site of the leak upon reoperation? Completed open of staple line. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. In additional, surgeon was rectal touch after surgery and staple line was ok. How was the leak addressed? Redone colostomy. Rectum closure. Manual suture / tradicional procedure. Is the colostomy permanent or temporary? Colostomy permanent. What is the current status of the patient? Stable.

Event description:
It was reported that following a procedure for megacolon using duhamel technique, there was full opening of the staple line (¿anastomosis disconnected¿) just 1 day after surgery. The patient had to be submitted to another surgery. Additional information was provided that the sales rep was later visiting the surgeon and he reported that this patient was operated on for the 3rd time (the week of august 9th). After complication (septic shock and fecal peritonitis), the cavity was washed and the patient was colostomized. The surgeon commented that after the first surgery (01/august), performed touch and the anastomosis was intact. What was strange to him was that the anastomosis had completely disconnected 24 hours after surgery.